Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, generalized illness, rupture, and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor smooth gel implants experienced bilateral rupture, illness, capsular contracture, and granulomas post procedure. The capsular contracture was noted on (B)(6) 1995. She stated to have pain, felt like she had the flu, panic attacks, possible fibromyalgia, joint pain, hardened breasts, capsulized breasts, burning leg pains, and pain under left arm. On (B)(6) 2020 she had magnetic resonance imaging performed due to left axillary pain and a palpable bump. The findings of this exam were enlarged left axillary lymph nodes. The patient had another magnetic resonance imaging exam performed on (B)(6) 2020. The right implant was found to be ruptured, and lymphadenopathy with two nodes containing silicone. The left implant was found to have intracapsular rupture, left silicone lymph adenopathy, multiple lymph nodes with silicone, and a 15 by 13 millimeter level one node. As a result, an explant is planned for (B)(6) 2020. The patient stated she is pretty sure the devices are mentor, however, she cannot definitively state that until the explant is performed. See 1645337-2020-05840 for contralateral prosthesis report.

Manufacturer narrative:
On august 22, 2021 mentor became aware that 1645337-2020-08129 and 1645337-2020-08128 were submitted and duplicates to this event. These files have been merged to contain all current and correct information. All further reporting will be done under this file and the contralateral prosthesis report. The implant date was updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 30, 2021. The device is textured. The investigation of the returned device was completed by the failure analysis lab on august 10, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior aspect. Additionally, a tear was noted within the shell wear measuring approximately 0.6 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 16, 2020. The explant date has been updated to (B)(6) 2020. The devices were explanted without replacement and sent to pathology. If the pathology results are made available to mentor in the future, then a supplemental report with be submitted. Manufacturer¿s reference number: (B)(4).